Event description:
Physician wore the glove for about a year without any problems, then developed dermatitis. He was seen by a dermatologist who prescribed a topical cream. The dermatitis has resolved.

Manufacturer narrative:
A review of the device history record shows that the complaint lot number was produced and released in compliance with all inspection requirements. Historical trending was done. The product passed the requirements of the primary skin irritation test per the technical service report. The exact cause of this complaint (skin irritation) could not be determined. The esteem blue with neu-thera glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals that are used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends.